Manufacturer narrative:
Additional information has been requested from the field. If additional information is received, this report will be updated.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. Additionally, there were stored episodes of noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. At that time, ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.

Manufacturer narrative:
This product has not been returned to boston scientific, and as a result, laboratory analysis could not be conducted. Investigation of the available information determined this device exhibited oversensing of noise generated by the minute ventilation (mv)/respiratory sensor that is related to a high impedance condition. The associated investigation also determined that this device exhibited intermittent impedance measurements with no conclusive evidence of a malfunction or inadequate lead-to-device connection; please refer to the description for more information regarding the specific circumstances of this event. Investigation has determined that this type of event is likely the result of an intermittent high impedance condition associated with the device spring contact and lead terminal ring. A design enhancement was implemented in 2020 to stabilize the electrical connection between the spring contact and the lead terminal.

Event description:
It was reported that this pacemaker and a non-boston scientific right ventricular (rv) lead exhibited impedance measurements of greater than 3000 ohms. Additionally, there were stored episodes of noise and oversensing. Technical services (ts) noted that the oversensing was related to the minute ventilation (mv) feature. The feature was deactivated by the signal artifact monitor. At that time, ts discussed troubleshooting and programming options. No adverse patient effects were reported. The device remains in service. This device was included in the recent minute ventilation sensor signal oversensing advisory population.